Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-apr-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and hydromorphone via an implanted pump for non-malignant pain. It was reported that the patient¿s device quit working almost 10 months after it was implanted. The patient was hurting really bad so they went to a new pain doctor, and they ran a test on the catheter and it was not working. The healthcare provider said they did not know where the medicine was going in the patient's body, so it was clogged up in the neck. The pump was removed a month and two weeks ago. The patient was not happy with the device for all that money and the device had to be removed. The medication in the pump started out with fentanyl then went to hydromorphone. The patient wanted to know what to do with their external equipment. Agent reviewed the information. Additional information was received on 2025-09-05 and the patient added that they could not remove the catheter in their neck because it would cause 'leakage in the spinal cord'. The patient did not know when the pu mp 'quit working' but it was removed 2.5 months ago. The patient stated they were never told about the potential catheter issue. The patient was redirected to hcp to further address pt's concerns.